Manufacturer narrative:
As part of our investigation, the user facility was contacted regarding the reported event and was informed that the cleaning and disinfectant solutions used with the endoscope is acecide-c. Pre-cleaning is being performed immediately after a procedure. The staff neglected to wipe down the insertion tube and also didn¿t use the air/water cleaning adapter. The endoscope is being leak tested prior to manual cleaning and the leak tester is model mu-1 by olympus. The endoscope channel is being brushed during manual cleaning and the brush is a model bw-412t by olympus. The scope is then reprocessed in the facility¿s oer-pro automatic endoscope reprocessor (aer). The last preventative maintenance for the aer believed to be (B)(6) 2019. The olympus sales representative also ran an error report log and no errors were detected with the oer-pro during that timeframe. There no problems noted with the aer. The olympus sales representative as well as the olympus clinical nurse provided a reprocessing in-services and ensured the new policies had been implemented. The date of the last reprocessing in-service conducted by olympus was early 2019. There has been no change in the facility's reprocessing personnel since the last on-site visit by olympus. All reprocessing personnel are trained on how to properly reprocess an endoscope. The endoscope is stored hung in a ventilated cabinet equipped with hepa filters. The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined. However, after discussions with the hospital and an oci nurse educator determined that the likely cause was due to inappropriate cleaning of the reusable biopsy cap. The user facility has decided to only use disposable caps.

Event description:
The service center was informed that during a colonoscopy a snare was inserted through the reusable biopsy port and foreign tissue was pushed out of the scope and fell into the patient¿s colon. The tissue was retrieved by suctioned into the polyp trap. It was reported that the tissue was not noticed by staff until suctioned into the polyp trap. The foreign ¿tissue¿ was tested and it was determined to be squamous tissue not found in colon. The tissue was not sufficient for additional testing. The intended procedure was completed with the same scope. The patient did not require any treatment or a longer stay. There was no patient injury reported. In addition, the user facility reported that there were no parts missing or components observed from the scope. During the pre-inspection prior to the procedure no endotherapy accessory was inserted into scope¿s biopsy channel.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections. The device was returned to olympus for evaluation. A visual inspection was performed on the received device by using an olympus boroscope to inspect the channels. The instrument channel was inspected and noted kinks inside the channel from the bending section side. The channel from the control body section was checked and found greenish stain. The suction channel was inspected and noted multiple stains inside the channel from the scope connector side. There was no evidence of foreign tissue stuck inside the channels. Additionally, there is evidence of discoloration to the a-rubber glue. The scope passed the leak test. A review of the instrument history found the scope was purchased on may 1, 2012. The last time the scope came in for service was april 12, 2019. The scope has 2308 usage cycles. Based on the evaluation, no foreign tissue was pushed out during the inspection. However, the cause to the yellowish stains and greenish stain inside the channels is due to incorrect reprocessing.